Event description:
Possible safety hazard to MRI pts. Fire sprinkler system placed. In MRI scanning room controlled by a central fire alarm system. A hazard exists if the fire system senses a problem in another area of a building therefore turning on all the sprinkler heads. If there is pt having an examination at the time, they would be at a high risk of serious injury and or death in our opinion due to possible electrocution. The technologist providing the examination would be at risk as well.